Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured at 10 atmospheres. The device was removed without any problem, and the procedure was completed with this device. No complications were reported, and the patient was in good condition after the procedure.